Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.